Event description:
Patient was revised to address loosening of the femoral and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event without the products to examine and insufficient product information. It was noted the products were implanted for approximately 16-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.